Event description:
It was reported that this implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed the recommended evaluation for atrial undersensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.